Manufacturer narrative:
Additional information: d4, d10, g4, g7, h2, h3, h4, h6, h10. Device identifier: (B)(4) the device was returned for evaluation. The unit was visually inspected, and it was observed that the burette¿s stopcock was not broken; instead, the needleless port, which is attached to the stopcock, was broken. The needleless port clear body was broken, the inner components and top section were missing from the returned sample. The unit was not returned in its original package; thus, it was handled at the field. The unit¿s lot number was 3951644 which was different than what was initially reported in the complaint. The DHR review for lot number 3951644 did not identify any discrepancy during the product¿s manufacturing process which could have contributed and/or be related to the reported condition. The reported complaint was confirmed. Nonetheless, based on documentation review where all units complied with all specifications, including leakage, occlusion, and visual inspections, the most probable cause of the defect was shipping and/or handling related. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Additional information: g4, g7, d4, d10, h2, h3, h4, h6, h10. Device identifier: (B)(6). The product was not returned for evaluation. The DHR review did not identify any discrepancy during the product¿s manufacturing process which could have contributed and/or be related to the reported condition. There were no photos provided to evaluate which part was broken; therefore, the complaint is unconfirmed. There are controls in place to prevent this type of defects. Burette assembly is 100% tested for leakage and occlusion by manufacturing personnel, (accudrain products functional test). There was a destructive leakage test performed; all units complied with the test. Visual inspections and pull tests were performed with no deviation observed. No further evaluation is possible, therefore the root cause for the reported breakage is unknown. Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on (B)(6) 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Originally a customer reported that on (B)(6) 2020, the ins8400 accudrain without the anti-reflux valve stopcock was broken between the burette and the drainage bag and leaked csf. Additional information received on 27feb2020 from the surgeon stated that the product was never used on a patient because it was broken. There was no csf leak; this was a lumbar drain for a vascular procedure. There was no patient injury reported.